Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and potential farfield oversensing was suspected. The electrogram showed atrial sense, premature atrial contraction (pac) or atrial fibrillation in refractory, then right ventricular pacing. Boston scientific technical services (ts) suggested to rerun with surface on to see if pacs were real or artifact. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.